Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the subject device tested positive for aerobic bacteria (36 cfu) and staphylokokken (4 cfu). The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the subject device tested positive for stenotrophomonas maltophilia (7 cfu /10 ml). There was no report of infection associated with this report.